Event description:
Event description cpi received information that this bipolar lead was experiencing high impedance measurements and no output bipolar or unipolar. The physician elected to remove and replace the lead during the implant procedure.